Event description:
The customer reported to vyaire medical problem with avea standard ventilator where vti (inhaled tidal volume) readings are inaccurate on this unit. There was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore; root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
"Results of investigation: a vyaire field service representative (fsr) arrived on site and performed work order to check the unit. Fsr performed calibrations successfully and fixed some settings. After that, fsr performed the ovp (operational verification procedure) and found no problems. Instructed user and returned to service. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.